Event description:
It was reported that during a robotic right lobectomy procedure, the device worked well however while stapling the bronchus the device stapled however the knife would not cut all the way across. The surgeon had to perform a bronchoplasty using suture to repair the bronchus. Suture was used to complete the procedure. No adverse consequences reported. The device discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The patient is doing well, has been discharged, and sent home. There were no patient consequences to date. Patient's pre-existing condition is lung cancer with radiation pre-surgery.